Event description:
Event description boston scientific crm received information that the patient with this single chamber non-boston scientific device and atrial lead presented with a general malaise and low blood pressure. Atrial lead measurements could not be read. During a revision procedure, this atrial lead was explanted with an unspecified statement the lead was 'not working'. No additional adverse patient effects were reported.